Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument in universal surgical manipulator (usm1) could not move up/down insertion axis. The customer discovered that the instrument's tip was broken. Customer removed the usm1, cannula and instrument from the patient and removed instrument from the usm. It was undetermined if a piece fell into the patient. Technical support engineer (tse) recommended returning the failed instrument for failure analysis. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar that broke and got stuck in the cannula. The issue occurred while the surgeon was grasping. No wire was seen exposed at the instrument's tip, the wrist was not dislodged, the tips were not misaligned, but a grip pin was sticking out at the instrument's wrist, not until an hour into the case. No fragment at the tip of the instrument fell off, so none fell into the patient. The instrument and the cannula were not removed together, as the instrument was removed without needing to remove the cannula as well. The surgeon had to use another instrument to dislodge the broken force bipolar to remove it from the patient through the cannula. The instrument did not collide with any other instrument or tool during the procedure. No images of the instrument were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the failure analysis could not verify the customer-reported event. The returned product did not exhibit the issue described. No product issue was identified.

Event description:
Refer to h11 for follow-up information.